Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered chronic pelvic and vaginal area pain as well as severe pain during intercourse, abnormal vaginal bleeding, mesh erosion and protrusion, abnormal vaginal discharge, and frequency/urgency to urinate. Per the patient's doctor's recommendation, the patient consented to mesh removal/revision surgery in hopes of alleviating some of the pain and vaginal complications. The surgery was done on (B)(6) 2007.